Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during meniscus repair, the suture of the fast-fix broke. Instruments inside patient. Procedure finished with s&n backup device. No surgical delay or further complications to patient reported due this event.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the batch number and product number of the device. The image reveals the anchors and suture are not attached to the needle. A visual inspection revealed the device was received outside of original packaging. The anchors and suture were not returned with the device. The actuator tip was in the t2 pre-deployment position. No physical damage visible to device. A functional evaluation revealed the device functions as expected. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.